Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket swelling and a felt tingling and burning sensation in the device. The patient underwent ultrasound, x-ray and found lymph nodes swollen around the heart and caused swelling under arm. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This lv lead remained in service